Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a low blood glucose level of 41 mg/dl. The customer stated that they didn't have enough to eat prior to the event and states that the low suspend triggered but she still went low in blood glucose. The customer was assisted with trouble shooting with differences in sensor and blood glucose readings but the customer stated it did not help. No further information was provided.